Event description:
Pt had revision of 1993 hip replacement on 5/4/98 when an acetabular liner from the wright company was placed, fitted into the position and locked. The pt was seen in the ER on 5/31/98, 6/6/98, & 6/21/98 for right hip dislocation. The pt was taken to surgery on 6/22/98 when it was discovered that there was a fracture/crack in the acetabular liner. The liner was removed and replaced at that time.